Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 boston scientific lead implanted: (B)(6) 2007; 0154 boston scientific lead implanted: (B)(6) 1999; (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis.

Event description:
An implantable cardioverter defibrillator (ICD) was received from a competitor stating the patient was deceased. Cause of death was cardiac arrest. The patient died approximately 11 months post implant of the ICD. No additional information is available.

Manufacturer narrative:
(B)(4).